Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Sensing, pacing threshold, and other measurements were all satisfactory. Boston scientific technical services (ts) reviewed data stored to the remote monitoring system noting there were no instances of noise present in any stored electrograms nor other abnormal behavior. As pace impedances had increased gradually, ts suggested the measurements may be related to patient tissue condition but advised continued monitoring of lead measurements. The physician plans to continue with routine follow-ups. No adverse patient effects were reported. This system remains in service.